Manufacturer narrative:
B5;additional information received ;the type ib endoleak was confirmed to be contained in the existing endurant ii stent graft limb (B)(6) intervention was performed approx. 11 years, 10 months post index procedure, which involved extending the limb with an additional endurant limb (B)(6) which successfully resolve the type ib endoleak. It was confirmed that no type ia endoleak was present. Per the physician the cause of the type ib endoleak is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft; product ID etlw1620c124e (serial: (B)(6) ); product type: 0180-aortic stent graft; implant date (B)(6) 2013; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a follow-up for a patient treated for an aneurysm with the use of two stent grafts, a type ib endoleak and a possible type ia endoleak were identified for each stent graft model. The event was discovered through a computed tomography scan. The cause of the event remains unknown, and the stent grafts remain implanted.